Event description:
Event description guidant received information that the pacemaker mediated tachycardia algorithm was not functioning in this cardiac resynchronization therapy (crt) device. Guidant received additional information that this implantable transvenous defibrillation lead exhibited no ventricular capture at high pacing output. The physician suspected a micro dislodgement.